Event description:
It was reported that the foot switch would not work. The fse reported that this resulted in the sys not being able to produce x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The e7 jumper was returned to the correct position. The system was tested and found to be working as intended and returned to service.